Event description:
The customer reported the unicel dxc 600i synchron access clinical system had reagent probe a leaking. Customer also reported the "blank absorbance low" errors on alanine aminotransferase (alt) and blood urea nitrogen (bun) chemistries as well as the "cuvette not dry on first reagent inject" errors. Customer reported the fluid leaked to the reagent probe drip tray and the tray below reagent carousels. The leak volume was not determined but was contained to the instrument. Customer was wearing lab coat, gloves, and protective eyewear. No erroneous results generated. No exposure reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the reagent probe a leak as well as the "blank absorbance low" and "cuvette not dry on first reagent inject" errors was the collar wash valve. Fse resolved the issue by replacing the valve. (B)(4).